Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited increased capture thresholds and loss of sensing. Fluoroscopy images revealed the lead had dislodged. As a result, the lead was explanted and replaced. The patient's condition was stable pre- and post-procedure.